Event description:
It was reported that patient underwent an intramedullary nail procedure on (B)(6) 2024. When hammering in the nail, the driving cap snapped off staying inside the insertion handle. Scrub staff had checked it was tight and surgeon had rechecked before hammering. The insertion handle was not damaged as the part that was stuck was able to be removed. Procedure was completed successfully. There was no adverse patient consequence. This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: product code: : 03.010.475. Lot: 9119980. Release to warehouse date: 09 october 2014. Expiration date : na. Supplier: na. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.